Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the abdomen, which is off label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient stated they passed out at a gas station because the cgm did not alert him. It was reported that the cgm had a brief sensor issue over 3 hours during the time of the event. There was no information of medication or treatment provided. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.